Event description:
It was reported that the patient was experiencing inadequate pain relief, muscle spasms and pain around the spinal cord stimulator (scs) anchors. It was also noted that the patients scs leads had migrated. The patient was given pain medications and underwent an explant procedure. The explanted ipg, leads and clik anchor were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6).